Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump was unable to verify alarm in the alarm history due to history file over written. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.